Event description:
Pt was exhibiting symptoms of hypoglycemia (described as "out of it"), during which his blood glucose measure 81 mg/dl and 84 mg/dl, on the suspect device. Based on hypoglycemic symptoms, reporter treated pt with cranberry juice, crackers, and cheese, after which pt "came out of it." Me med intervention was performed or sought. Pt's current condition: "feels fine." Qc testing had reportedly been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.